Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation was conducted based on the event description and the assigned malfunction code soft cannula bent/kinked/crimped after removal -blockage additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high level investigation was conducted for the autosoft xc product family and the assigned malfunction. The investigation encompassed an electronic quality management system (eqms) search, assessment of complaint trends, and the review of risk management files. No systemic issues were identified. Please refer to the attached memo for full details: autosoft xc cannula document enclosure 1: eqms search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) determination . Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion . Due to the absence of a lot number and returned product, the investigation was limited to a high level review of the autosoft xc product family, including an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available. Based on the available information, no further action is required. The record will continue to be monitored through post marketing surveillance (pms) and may be reopened if additional information becomes available. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set bent cannula event on (B)(6) 2025. The patient noticed symptoms three or more hours after insertion and the set was in use for two days. The site of insertion was abdomen. The patient eventually went to an emergency room due to high blood glucose levels and was subsequently hospitalized on (B)(6) 2025. The patient later shifted to the intensive care unit with positive ketones. The patient's blood glucose levels were 500 mg/dl and the patient was treated with intravenous fluids of saline and insulin. The patient was admitted for one day, released on (B)(6) 2025. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.